Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
During prep the tip of the wire snapped off. Additional information received from follow up: it appears it was the tip of the delivery catheter that broke off, not the wire. The filter is in the catheter but the tip of the catheter is not there. It's just the white part, the marker band, from the green end of the catheter that is missing. Evaluation of the returned device on (B)(6) 2015 found that the filter assembly was located in the catheter lumen. The distal end of the delivery catheter was missing the white atraumatic tip and the marker band.